Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 months. Unfortunately, the reason for removing the device was not provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. According to our records, the explanted device was replaced with another edwards bioprosthetic valve. There have not been any allegations of a product malfunction or deficiency related to the explanted valve.

Manufacturer narrative:
(B)(4) - perivalvular abscess. Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the valve was explanted due to aortic stenosis. Discharge summary indicates that the patient had a history of strep mutans endocarditis in (B)(6) 2011 and was readmitted for possible recurrence of endocarditis. A serial CT scan of the heart was performed and revealed a considerable increase in perivalvular abscess with 2 pseudoaneurysms being demonstrated arising from the right and left aortic sinuses of valsalva. Operative report indicates a large pseudoaneurysm with the communication into the aortic root at the area between the right and left coronary arteries. This area was measured about 2 cm opening and the decision was then to remove of the aortic prosthetic valve. Further debridement and inspections showed that the tissue was good. Additionally, the surgeon then has indicated that the reason for the explant was not related to a malfunction of the device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.